Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that upon opening and removing the 2.75x23 mm xience alpine stent delivery system (sds) from the packaging, the hypotube of the sds is noted to be fractured. The box and dispenser hoop show no damage. Reportedly, there was resistance during removal from the packaging. The device was not used and there was no patient involvement. Another xience alpine stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Analysis of the return device noted a kinked shaft, not a fracture/broken shaft. Follow up with the account confirmed that the complaint should have been for a kink in the shaft. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress/kink was able to be confirmed. The reported difficult to remove hoop/tray was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging resulted in the noted three kinks on the dispenser coil; thus resulting in the reported difficult to remove and resulting in the reported/noted hypotube and stylet kinks at the same location inside of the dispenser coil. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1069 was removed.